Event description:
The customer reported that the sys displayed multiple errors and failed to allow fluoroscopic exposures, exhibiting a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The filament driver pcb and mainframe system batteries were evaluated and replaced. The sys was tested and found to be working as intended and returned to svc.